Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, after assembling the device, the doctor closed the cartridge in the operation field, pressed the green button, and fired the device, however firing stopped when it proceeded about one second. The doctor tried to fire again, but the device did not move. The display on the screen had showed that the cartridge had been used. The surgeon then used another device to resolve the issue in order to complete the case. After the case the device was inspected and found that the clamp cover of the reported reload had advanced halfway. There was no patient injury.